Event description:
It was reported the customer's alarm did not vibrate on their insulin pump. The customer also inquired why their threshold suspend alarm was triggered when they were above the suspend threshold limit. The customer's blood glucose was 88 mg/dl. Customer also reported that their insulin pump passed the self test, but it did not vibrate. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Manufacturer narrative:
The insulin pump communicated properly with the glucose sensor simulator and the transmitter. The low suspend alarm functioned properly. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. However, the insulin pump failed the vibrate check on the self test due to a broken black vibrator motor wire. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.